Manufacturer narrative:
This event is related to a delivery delay, no product is expected back for investigation. This is a final report.

Event description:
Customer's husband called adc regarding his wife's enrollment in adc's patient's assistance program and reported a delivery delay of her meter from a mail order company. He stated as a result she was unable to test, experienced symptoms lightheadedness, excessive thirst and blurry vision which lasted "all day". He also reported she lost consciousness which is inconsistent with the reported symptoms. She ate glucose tablets and no third party medical intervention or diagnosis was reported. Attempts were made to contact customer to clarify the medical event. There was no report of death or permanent impairment associated with this event.